Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/16/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information was received: lot number : unk => sbmmec h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned product determined that it was received one empty open foil, one empty labeled winding former, and one needle suture in two sections that pertain to the product code j311h. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture was examined, and the end of the suture was noted to be cut probably caused by a surgical instrument. In addition, body fluids were noted along the strand. The other section of the suture was examined, and one extreme was observed cut. The product code contains an absorbable suture and the time of exposure of the suture in the environment could not be determined; therefore, the functional test cannot be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide the lot number: attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown obstetrics and gynecology procedure on an unknown date and the suture was used. During surgery, the suture broke during use. There were no adverse patient consequences reported. Additional information has been requested.